Manufacturer narrative:
Additional device product codes used hwc, hty, jdw. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4). It was reported that on (B)(6) 2017, the patient was returned to the operating room for revision surgery due to a broken 4.5mm condylar plate. The implantation site was at the femur. The surgeon did not know why the plate broke. There was no report of patient fall. The broken device was successfully revised to another implant. There was no surgical delay to the revision surgery; and the procedure was completed as anticipated. Patient status following surgery was reported stable. This report is for one (1) 4.5mm lcp condylar plate. This is report 1 of 1 for (B)(4).